Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("persistent pelvic pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("unintended pregnancy on essure: positive test") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy on essure: positive test" in 2013. The patient's medical history included delivery on (B)(6) 2005, delivery on (B)(6) 2007, miscarriage in 2004, irritable bowel syndrome, miscarriage in 2006, acid reflux (oesophageal), endoscopy (endoscopy for acid reflux, ulcer and irritable bowel syndrome.), gastrointestinal ulcer, stroke, pregnancy with contraceptive device in 2009, appendectomy in 2011, ovarian cyst ruptured, endometriosis, urinary tract infection, laryngeal operation in 2011, hypothyroidism, asthma, diarrhea, subchorionic hemorrhage, hemoptysis, multigravida, parity 2, chest pain, transient ischemic attack, vaginal lesion, habitual abortion (spontaneous), methicillin-resistant staphylococcus aureus infection, pain menstrual and bleeding menstrual heavy. *on (B)(6) 2008, the hysterosalpingogram was performed and suggested that there has been successful occlusion. On (B)(6) 2016, transvaginal pelvic ultrasound showed essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound. (B)(6) 2009: pathologic diagnosis vagina, biopsy: benign squamous mucosa with mild epidermal hyperplasia and focal congestion. Microscopic description a histologic section from the vaginal biopsy demonstrates benign squamous epithelium with epidermal hyperplasia with focal papillomatosis. The papillary dermis shows dilated congested vessels. There is no evidence of dysplasia or malignancy in the tissue examined. Gross description the specimen is labeled "melissa nesbit, vaginal biopsy". Received in formalin is a 0.4 x 0.2 x 0.1 cm. Portion of smooth pink-tan tissue, submitted whole as a (B)(6) 2009:pregnancy examination or test, negative result. (B)(6) 2011:radiology report procedure: us pelvis report: an ultrasound examination of the pelvic content was performed. History: pelvic pain. The patient has essure devices in place. She is gravida 8, para 2. Findings: the uterus measures 8.6 x 5.6 x 5.1 cm in size. The endometrium measures 8 mm in ap diameter. The uterus is ant everted. The right ovary measures 2.8 x 2.2 x 2.2 cm in size and the left ovary measures 4.2 x 3.1 x 2.1 cm in size. Vascular flow is seen to the ovaries and follicles are noted. Impression: the pelvic ultrasound is normal. (B)(6) 2016:findings: doppler ultrasound with arteriovenous imaging was obtained as well. Transvaginal ultrasound was obtained. The uterus is normal in size. It measures 8.6 x 3.3 x 5.6 cm. Endometrial stripe is normal, measuring 5 mm. There is no free fluid. Linear echogenic structure is seen in the left adnexal region that is likely the left-sided essure device. There is also an echogenic structure in the right uterine fundus, adnexal region, that is likely the right essure device. The essure devices are grossly normally positioned. The right ovary measures 3.4 x 2.4 x 1.5 cm. The left ovary measures 3.3 x 2.6 x 1.9 cm. There are normal follicles in the ovary. Arterial and venous imaging of the ovaries is performed. There is normal vascular flow to the ovaries impression: visualization of the essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound. Sonographic examination of the pelvis is performed by transabdominal and transvaginal route. Uterus measures 8.1 x 4.4 x 4.9 cm in size. Follicular cysts are seen in the left ovary. Left ovary measures 3.3 cm in length. Right ovary is not identified in this study. Intra or extra uterine mass or pregnancy is not seen. Endometrial thickness is approximately 6 mm. Previously administered products included for an unreported indication: iodine and depo provera. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included post-traumatic stress disorder since 2005, endometriosis, gas evolution in intestine, dizziness, nausea, heart attack, cellulitis, degenerative disc disease, lumbar pain, neurological disorder nos, thyroid mass, seasonal allergy, ulcerative colitis, bacterial infection, adnexa uteri cyst, bronchitis, vaginal bleeding, appendicitis, drug allergy (sulfa drugs, aleve, morphine, betadine, prozac, tape, z-pack, latex, and pcn,iodinated radiocontrast dyes, ai eve, aspirin, latex, lidocaine, morphine, nickle, norco, penicillin, povidone iodine topical, prozac, sulfa drugs, sulfamethoxazole, tape, tramadol, zithromax z-pak), contusion, abrasion, urinary incontinence, micturition urgency, dysfunctional uterine bleeding, hypokalemia, numbness, costochondritis, dysuria, intermittent fever, gastroenteritis, shortness of breath, defecation disorder, cholecystitis, hepatitis, pancreatitis, esophageal erosion, bacterial vaginosis, folliculitis, eye pain, blurred vision, sore throat, pharyngitis, laryngitis, constipation, perineal pain, intracranial hemorrhage, smoker, blood pressure high, dermatitis, hyperventilation syndrome, palpitations, arrhythmia, bradycardia, sleep disturbance, seasonal allergy, upper respiratory infection, ovarian cyst, per vaginal bleeding since (B)(6) 2014, nickel sensitivity, visual impairment, tooth loss, right lower quadrant pain, jaw pain, reactive airways disease, hypoglycemia, flank pain, syncope, chronic kidney disease, kidney stones, giddiness, gastroenteritis, syncope, impetigo, pain in hip, intestinal malabsorption, weight loss, chronic diarrhea, inflammation, epigastric pain, feeling sad, frustration, menses irregular, body mass index normal, allergic reaction to analgesics, latex allergy, allergic reaction to analgesics (morphine allergy), penicillin allergy (sulfa drugs; sulfamethoxazole, tape; tramadol), benign essential hypertension, lumbar disc degeneration, nervous system disorder, dyssomnia, gastroesophageal reflux disease, heart attack, heart disease, unspecified, hypertension, hypoglycemia, intestinal malabsorption, kidney stone, spondylitic myelopathy, ovarian cyst, pyoderma, seasonal allergic rhinitis, spasticity, vertigo, ulcerative colitis, ventricular contractions premature, osteoporosis, cellulitis, upper respiratory infection, arthralgia, venous insufficiency, lumbar facet arthrosis, drug allergy (latex, prozac, iodine, sulfa, morphine), hemorrhoids, tingling, abscess, infection mrsa, lumbago, thyroid disorder, vitamin d deficiency, night sweats, lower abdominal pain, depression, menstrual disorder, gastrointestinal disorder, knee pain, genital hemorrhage, dyspareunia, gardnerella test positive, vaginal discharge and rheumatoid arthritis. Family history included cancer, diabetes mellitus, hemorrhage (nos), heart disease, unspecified and hypercholesterolemia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2008 to 2016 for birth control, atropine sulfate;diphenoxylate hydrochloride (lomotil) from 2013 to 2017 for gastrointestinal pain, cyclobenzaprine for muscle disorder, levothyroxine sodium (synthroid) from 2015 to 2017 for thyroid disorder as well as alprazolam, alprazolam (xanax), antibacterials for systemic use, antibiotics, atenolol, atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (donnatal), azithromycin, calcium carbonate;colecalciferol;sodium, cefalexin (cephalexin), clindamycin, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl) from 2010 to 2016, ergocalciferol, escitalopram oxalate (lexapro), ibuprofen, lansoprazole, levothyroxine, loperamide hydrochloride (imodium), mefenamic acid (ponstel), metronidazole, ondansetron, ondansetron (zofran), ondansetron hydrochloride, triamcinolone and triamcinolone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines"), 3 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced allergy to metals ("allergic to nickel or any other component of essure: broke out in rash") with rash, swelling and pain. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In 2009, the patient experienced fatigue ("profound fatigue"). In 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced arthralgia ("hip pain"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("worsening depression"), headache ("headaches"), gastrointestinal pain ("bowel pain"), abdominal distension ("bowel swelling"), menorrhagia ("heavy periods"), dyspareunia ("painful sex"), urticaria ("hives and rashes"), dental caries ("dental decay"), vitamin d deficiency ("vitamin d deficiency"), anxiety ("anxiety / mental anguish"), post-traumatic stress disorder ("worsened ptsd"), stress ("worsened stress"), dysmenorrhoea ("pelvic, back and lower back pain worsened during cycle"), hemianaesthesia ("numbness on right side of face") and dizziness ("dizzy"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), physical therapy and surgery (d&c). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, depression, gastrointestinal pain, abdominal distension, menorrhagia, dyspareunia, urticaria, dental caries, vitamin d deficiency, anxiety, post-traumatic stress disorder, stress, hemianaesthesia, dizziness, migraine, fatigue and alopecia outcome was unknown and the pelvic pain, abdominal pain, headache, back pain, arthralgia, allergy to metals and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, hemianaesthesia, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress, urticaria and vitamin d deficiency to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes with essure in 2009 and 2011 captured under the cases 2017-237541 and 2017-237566 respectively. No complications during pregnancy and delivery. She does not allege that essure caused birth defects. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated psychiatric and/or psychological condition (anxiety, relationship problems, ptsd). She has been treating her anxiety, relationship problems and ptsd weekly since 2009. She did not have essure removed. She just discussed hysterectomy with her physician. One to two trailing coils bilaterally at the conclusion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Biopsy - on (B)(6) 2016: benign duodenal mucosa with no specific pathologic change. Blood test - on an unknown date: results: nickel allergy. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: results: bleeding esophageal ulcer. Hysterosalpingogram - on (B)(6) 2008: results: successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain, pelvic inflammatory disease, hair loss, miscarriage, pregnancy with contraceptive device, nickel sensitivity, diarrhea., anxiety, upper respiratory infection, rash, headache, depression, painful intercourse, dizziness, irritable bowel, vitamin d deficiency, hip pain, dysmenorrhea, hemianaesthesia, headache, depression, concerning the injuries reported in this case, the following ones were reported via social media: numbness on right side of face and dizzy. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("persistent pelvic pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("unintended pregnancy on essure: positive test") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy on essure: positive test" in 2013. The patient's past medical history included delivery on (B)(6) 2005, delivery on (B)(6) 2007, miscarriage in 2004, irritable bowel syndrome, miscarriage in 2006, acid reflux (oesophageal), endoscopy (endoscopy for acid reflux, ulcer and irritable bowel syndrome.), gastrointestinal ulcer, stroke, pregnancy with contraceptive device in 2009, appendectomy in 2011, ovarian cyst ruptured, endometriosis, urinary tract infection, laryngeal operation in 2011, hypothyroidism, asthma, diarrhea, subchorionic hemorrhage, hemoptysis, multigravida, parity 2, chest pain, transient ischemic attack and vaginal lesion. Concurrent conditions included post-traumatic stress disorder since 2005, endometriosis, gas evolution in intestine, dizziness, nausea, heart attack, cellulitis, degenerative disc disease, lumbar pain, neurological disorder nos, thyroid mass, seasonal allergy, ulcerative colitis, bacterial infection, adnexa uteri cyst, bronchitis, vaginal bleeding, appendicitis, drug allergy (sulfa drugs, aleve, morphine, betadine, prozac, tape, z-pack, latex, and pcn,iodinated radiocontrast dyes, ai eve, aspirin, latex, lidocaine, morphine, nickle, norco, penicillin, povidone iodine topical, prozac, sulfa drugs, sulfamethoxazole, tape, tramadol, zithromax z-pak), contusion, abrasion, urinary incontinence, micturition urgency, dysfunctional uterine bleeding, hypokalemia, numbness, costochondritis, dysuria, intermittent fever, gastroenteritis, shortness of breath, defecation disorder, cholecystitis, hepatitis, pancreatitis, esophageal erosion, bacterial vaginosis, folliculitis, eye pain, blurred vision, sore throat, pharyngitis, laryngitis, constipation, perineal pain, intracranial hemorrhage, smoker, blood pressure high, dermatitis, hyperventilation syndrome, palpitations, arrhythmia, bradycardia, sleep disturbance, seasonal allergy, upper respiratory infection and ovarian cyst. Concomitant products included cilest (ortho tri-cyclen) from 2008 to 2016 for birth control, diphenoxylate hydrochloride (lomotil) from 2013 to 2017 for gastrointestinal pain, cyclobenzaprine for muscle disorder, levothyroxine sodium (synthroid) from 2015 to 2017 for thyroid disorder as well as alprazolam (xanax), dicycloverine hydrochloride (bentyl) from 2010 to 2016, donnatal and escitalopram oxalate (lexapro). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 days after insertion of essure (ess205), the patient experienced migraine ("migraines"). In (B)(6) 2007, the patient experienced allergy to metals ("allergic to nickel or any other component of essure: broke out in rash") with rash, swelling and pain. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In 2009, the patient experienced fatigue ("profound fatigue"). In 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced arthralgia ("hip pain"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("worsening depression"), headache ("headaches"), gastrointestinal pain ("bowel pain"), abdominal distension ("bowel swelling"), menorrhagia ("heavy periods"), dyspareunia ("painful sex"), urticaria ("hives and rashes"), dental caries ("dental decay"), vitamin d deficiency ("vitamin d deficiency"), anxiety ("anxiety / mental anguish"), post-traumatic stress disorder ("worsened ptsd"), stress ("worsened stress"), dysmenorrhoea ("pelvic, back and lower back pain worsened during cycle"), hemianaesthesia ("numbness on right side of face") and dizziness ("dizzy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with vicodin (norco), surgery (d&c) and physical therapy. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, depression, gastrointestinal pain, abdominal distension, menorrhagia, dyspareunia, urticaria, dental caries, vitamin d deficiency, anxiety, post-traumatic stress disorder, stress, hemianaesthesia, dizziness, migraine, fatigue and alopecia outcome was unknown and the pelvic pain, abdominal pain, headache, back pain, arthralgia, allergy to metals and dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, hemianaesthesia, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress, urticaria and vitamin d deficiency to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes with essure in 2009 and 2011 captured under the cases (B)(4) and (B)(4) respectively. No complications during pregnancy and delivery. She does not allege that essure caused birth defects. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated psychiatric and/or psychological condition (anxiety, relationship problems, ptsd). She has been treating her anxiety, relationship problems and ptsd weekly since 2009. She did not have essure removed. She just discussed hysterectomy with her physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Blood test - on an unknown date: nickel allergy hysterosalpingogram - on (B)(6) 2008: successful occlusion of the fallopian tubes on (B)(6) 2008, the hysterosalpingogram was performed and suggested that there has been successful occlusion. On (B)(6) 2016, transvaginal pelvic ultrasound showed essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound. (B)(6) 2009: pathologic diagnosis. Vagina, biopsy: benign squamous mucosa with mild epidermal hyperplasia and focal congestion. Microscopic description a histologic section from the vaginal biopsy demonstrates benign squamous epithelium with epidermal hyperplasia with focal papillomatosis. The papillary dermis shows dilated congested vessels. There is no evidence of dysplasia or malignancy in the tissue examined. Gross description the specimen is labeled "melissa nesbit, vaginal biopsy". Received in formalin is a 0.4 x 0.2 x 0.1 cm. Portion of smooth pink-tan tissue, submitted whole as a (B)(6) 2009:pregnancy examination or test, negative result (B)(6) 2011:radiology report procedure: us pelvis report: an ultrasound examination of the pelvic content was performed. History: pelvic pain. The patient has essure devices in place. She is gravida 8, para 2. Findings: the uterus measures 8.6 x 5.6 x 5.1 cm in size. The endometrium measures 8 mm in ap diameter. The uterus is ant everted. The right ovary measures 2.8 x 2.2 x 2.2 cm in size and the left ovary measures 4.2 x 3.1 x 2.1 cm in size. Vascular flow is seen to the ovaries and follicles are noted. Impression: the pelvic ultrasound is normal. (B)(6) 2016:findings: doppler ultrasound with arteriovenous imaging was obtained as well. Transvaginal ultrasound was obtained. The uterus is normal in size. It measures 8.6 x 3.3 x 5.6 cm. Endometrial stripe is normal, measuring 5 mm. There is no free fluid. Linear echogenic structure is seen in the left adnexal region that is likely the left-sided essure device. There is also an echogenic structure in the right uterine fundus, adnexal region, that is likely the right essure device. The essure devices are grossly normally positioned. The right ovary measures 3.4 x 2.4 x 1.5 cm. The left ovary measures 3.3 x 2.6 x 1.9 cm. There are normal follicles in the ovary. Arterial and venous imaging of the ovaries is performed. There is normal vascular flow to the ovaries impression: visualization of the essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain, pelvic inflammatory disease concerning the injuries reported in this case, the following ones were reported via social media: numbness on right side of face and dizzy. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet & medical record received. Event plvic inflammatory disease , migraine, alopecia & fatigue were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('persistent pelvic pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('unintended pregnancy on essure: positive test') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy on essure: positive test" in 2013. The patient's medical history included appendectomy in 2011, laryngeal operation in 2011, pregnancy with contraceptive device (in 2009 and 2011.) In 2009, delivery on (B)(6) 2007, miscarriage in 2006, delivery on (B)(6) 2005, miscarriage in 2004, irritable bowel syndrome, acid reflux (oesophageal), endoscopy (endoscopy for acid reflux, ulcer and irritable bowel syndrome.), gastrointestinal ulcer, stroke, ovarian cyst ruptured, endometriosis, urinary tract infection, hypothyroidism, asthma, diarrhea, subchorionic hemorrhage, hemoptysis, multigravida, parity 2, chest pain, transient ischemic attack, vaginal lesion, habitual abortion (spontaneous), methicillin-resistant staphylococcus aureus infection, pain menstrual, bleeding menstrual heavy, hiatal hernia, muscle weakness, balance difficulty, vomiting, cholesterol levels low, cervical cancer, cerebrovascular accident, kidney stones, multiple gastric ulcers, colonoscopy, acute sinusitis, sphenoid sinus operation, MRI brain, cough, shortness of breath, fever, pneumonia, x-ray of cervical spine normal, enlarged tonsils, partial edentulism, vulvovaginitis, vaginitis, bacterial infection, female genital organs x-ray, colitis, blood in stool, absence of menstruation and chronic gingivitis. On (B)(6) 2008, the hysterosalpingogram was performed and suggested that there has been successful occlusion. On (B)(6) 2016, transvaginal pelvic ultrasound showed essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound. (B)(6) 2009: pathologic diagnosis vagina, biopsy: benign squamous mucosa with mild epidermal hyperplasia and focal congestion. Microscopic description a histologic section from the vaginal biopsy demonstrates benign squamous epithelium with epidermal hyperplasia with focal papillomatosis. The papillary dermis shows dilated congested vessels. There is no evidence of dysplasia or malignancy in the tissue examined. Gross description the specimen is labeled "melissa nesbit, vaginal biopsy". Received in formalin is a 0.4 x 0.2 x 0.1 cm. Portion of smooth pink-tan tissue, submitted whole as a (B)(6) 2009:pregnancy examination or test, negative result (B)(6) 2011:radiology report procedure: us pelvis report: an ultrasound examination of the pelvic content was performed. History: pelvic pain. The patient has essure devices in place. She is gravida 8, para 2. Findings: the uterus measures 8.6 x 5.6 x 5.1 cm in size. The endometrium measures 8 mm in ap diameter. The uterus is ant everted. The right ovary measures 2.8 x 2.2 x 2.2 cm in size and the left ovary measures 4.2 x 3.1 x 2.1 cm in size. Vascular flow is seen to the ovaries and follicles are noted. Impression: the pelvic ultrasound is normal. (B)(6) 2016:findings: doppler ultrasound with arteriovenous imaging was obtained as well. Transvaginal ultrasound was obtained. The uterus is normal in size. It measures 8.6 x 3.3 x 5.6 cm. Endometrial stripe is normal, measuring 5 mm. There is no free fluid. Linear echogenic structure is seen in the left adnexal region that is likely the left-sided essure device. There is also an echogenic structure in the right uterine fundus, adnexal region, that is likely the right essure device. The essure devices are grossly normally positioned. The right ovary measures 3.4 x 2.4 x 1.5 cm. The left ovary measures 3.3 x 2.6 x 1.9 cm. There are normal follicles in the ovary. Arterial and venous imaging of the ovaries is performed. There is normal vascular flow to the ovaries impression: visualization of the essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound sonographic examination of the pelvis is performed by transabdominal and transvaginal route. Uterus measures 8.1 x 4.4 x 4.9 cm in size. Follicular cysts are seen in the left ovary. Left ovary measures 3.3 cm in length. Right ovary is not identified in this study. Intra or extra uterine mass or pregnancy is not seen. Endometrial thickness is approximately 6 mm. No pelvic pain or irregular bleeding and no foul odor. Previously administered products included for an unreported indication: iodine and depo provera. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included per vaginal bleeding since (B)(6) 2014, post-traumatic stress disorder since 2005, endometriosis, gas evolution in intestine, dizziness, nausea, heart attack, cellulitis, degenerative disc disease, lumbar pain, neurological disorder nos, thyroid mass, seasonal allergy, ulcerative colitis, bacterial infection, adnexa uteri cyst, bronchitis, vaginal bleeding, appendicitis, drug allergy (sulfa drugs, aleve, morphine, betadine, prozac, tape, z-pack, latex, and pcn,iodinated radiocontrast dyes, ai eve, aspirin, latex, lidocaine, morphine, nickle, norco, penicillin, povidone iodine topical, prozac, sulfa drugs, sulfamethoxazole, tape, tramadol, zithromax z-pak), contusion, abrasion, urinary incontinence, micturition urgency, dysfunctional uterine bleeding, hypokalemia, numbness, costochondritis, dysuria, intermittent fever (patient has had a temp as high as 101.2), gastroenteritis, shortness of breath, defecation disorder, cholecystitis, hepatitis, pancreatitis, esophageal erosion, bacterial vaginosis, folliculitis, eye pain, blurred vision, sore throat, pharyngitis, laryngitis, constipation, perineal pain, intracranial hemorrhage, smoker, blood pressure high, dermatitis, hyperventilation syndrome, palpitations, arrhythmia, bradycardia, sleep disturbance, seasonal allergy, upper respiratory infection, ovarian cyst, nickel sensitivity, visual impairment, tooth loss, right lower quadrant pain, jaw pain, reactive airways disease, hypoglycemia, flank pain, syncope, chronic kidney disease, kidney stones, giddiness, impetigo, pain in hip, intestinal malabsorption, weight loss, chronic diarrhea, inflammation, epigastric pain, feeling sad, frustration, menses irregular, body mass index normal, allergic reaction to analgesics, latex allergy, allergic reaction to analgesics (morphine allergy), penicillin allergy (sulfa drugs; sulfamethoxazole, tape; tramadol), benign essential hypertension, lumbar disc degeneration, nervous system disorder, dyssomnia, gastroesophageal reflux disease, hypertension, hypoglycemia, intestinal malabsorption, kidney stone, spondylitic myelopathy, ovarian cyst, pyoderma, vertigo, ulcerative colitis, ventricular contractions premature, osteoporosis, upper respiratory infection, arthralgia, venous insufficiency, lumbar facet arthrosis, drug allergy (latex, prozac, iodine, sulfa, morphine), hemorrhoids, tingling, tooth abscess, infection mrsa, lumbago, thyroid disorder, vitamin d deficiency, night sweats, lower abdominal pain, depression, menstrual disorder, gastrointestinal disorder, knee pain, genital hemorrhage, dyspareunia, gardnerella test positive, vaginal discharge, rheumatoid arthritis, diaphoresis, sore throat, sore tongue, general body pain, throat irritation, unable to swallow, vitamin deficiency, weakness, nausea, tobacco user, hematuria, burning micturition, increased urinary frequency, common cold, sweating, chest tightness (and pain), feeling hot, cold sweat, shoulder pain, muscle spasms (patient now having muscle spasms in the right shoulder blade area.), decreased appetite, influenza b virus infection, otitis media acute, seasonal allergy, pruritic rash, muscle ache, frequency urinary, bladder spasm, suprapubic pain, vaginal pain (with intercourse as well), cellulitis, normal delivery (live child), degenerative disc disease, hypoglycemia, syncope, hypoglycemia, appendectomy, menstrual disorder, seizure, irritable bowel syndrome, depression, tooth infection, blurred vision, myopia, right upper quadrant pain, irritable bowel syndrome, diarrhea, pain right upper quadrant, sinus bradycardia, sinus tachycardia, sinus arrhythmia, muscle fatigue, ischemic heart disease, urinary frequency, facial pain, toothache, facial pain, vaginal bleeding, chest wall pain, malaise, irritable bowel syndrome, vomiting, hypothyroidism, jaundice, disturbance of skin sensation, bacterial vaginosis, folliculitis, biopsy conjunctiva, corneal abrasion, perineal pain, pain in hip, thyroid disorder, dorsalgia, frequency urinary, vaginal lesion, hypoglycemia, lumbago, neurological disorder nos, nickel sensitivity, spasticity and lumbar spondylosis. Family history included cancer, diabetes mellitus, hemorrhage (nos), heart disease, unspecified and hypercholesterolemia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2008 to 2016 for birth control, loperamide hydrochloride (lomotil) from 2013 to 2017 for gastrointestinal pain, cyclobenzaprine for muscle disorder, levothyroxine sodium (synthroid) from 2015 to 2017 for thyroid disorder as well as alprazolam, alprazolam (xanax), antibacterials for systemic use, antibiotics, atenolol, atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (donnatal), azithromycin, calcium carbonate;cholecalciferol;sodium, cefalexin (cephalexin), clindamycin, clindamycin hydrochloride (cleocin), dicycloverin (dicyclomine), dicycloverin hydrochloride (bentyl) from 2010 to 2016, eluxadoline (viberzi), ergocalciferol, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), ibuprofen, lansoprazole, levothyroxine, loperamide hydrochloride (imodium), mefenamic acid (ponstel), metronidazole, ondansetron, ondansetron (zofran), ondansetron hydrochloride and triamcinolone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines"), 3 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced allergy to metals ("allergic to nickel or any other component of essure: broke out in rash") with rash, swelling and pain. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In 2009, the patient experienced fatigue ("profound fatigue"). In 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced arthralgia ("hip pain"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("worsening depression"), headache ("headaches"), gastrointestinal pain ("bowel pain"), abdominal distension ("bowel swelling"), menorrhagia ("heavy periods"), dyspareunia ("painful sex"), urticaria ("hives and rashes"), dental caries ("dental decay"), vitamin d deficiency ("vitamin d deficiency"), anxiety ("anxiety / mental anguish"), post-traumatic stress disorder ("worsened ptsd"), stress ("worsened stress"), dysmenorrhoea ("pelvic, back and lower back pain worsened during cycle"), hemianaesthesia ("numbness on right side of face"), dizziness ("dizzy"), muscle strain ("muscle pulled"), osteochondritis ("osteochondritis") and blepharospasm ("eyelid twitching"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), oophorectomy, physical therapy and surgery (d&c). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, depression, gastrointestinal pain, abdominal distension, menorrhagia, dyspareunia, urticaria, dental caries, vitamin d deficiency, anxiety, post-traumatic stress disorder, stress, hemianaesthesia, dizziness, migraine, fatigue, alopecia, muscle strain, osteochondritis and blepharospasm outcome was unknown and the pelvic pain, abdominal pain, headache, back pain, arthralgia, allergy to metals and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, blepharospasm, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, hemianaesthesia, menorrhagia, migraine, muscle strain, osteochondritis, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress, urticaria and vitamin d deficiency to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes with essure in 2009 and 2011 captured under the cases (B)(4) respectively. No complications during pregnancy and delivery. She does not allege that essure caused birth defects. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated psychiatric and/or psychological condition (anxiety, relationship problems, ptsd). She has been treating her anxiety, relationship problems and ptsd weekly since 2009. She did not have essure removed. She just discussed hysterectomy with her physician. One to two trailing coils bilaterally at the conclusion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Biopsy - on (B)(6) 2016: benign duodenal mucosa with no specific pathologic change. Blood test - on an unknown date: results: nickel allergy. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: results: bleeding esophageal ulcer. Hysterosalpingogram - on (B)(6) 2008: results: successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain, pelvic inflammatory disease, hair loss, miscarriage, pregnancy with contraceptive device, nickel sensitivity, diarrhea., anxiety, upper respiratory infection, rash, headache, depression, painful intercourse, dizziness, irritable bowel, vitamin d deficiency, hip pain, dysmenorrhea, hemianaesthesia, headache, depression, hives, arthralgia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: muscle pulled concerning the injuries reported in this case, the following ones were reported via social media: numbness on right side of face and dizzy, weight loss, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Added event eyelid twitching. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('persistent pelvic pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('unintended pregnancy on essure: positive test') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included cleocin [clindamycin hydrochloride]. Other product or product use issues identified: device ineffective "unintended pregnancy on essure: positive test" in 2013. The patient's medical history included appendectomy in 2011, laryngeal operation in 2011, pregnancy with contraceptive device (in 2009 and 2011.) In 2009, delivery on (B)(6) 2007, miscarriage in 2006, delivery on (B)(6) 2005, miscarriage in 2004, irritable bowel syndrome, acid reflux (oesophageal), endoscopy (endoscopy for acid reflux, ulcer and irritable bowel syndrome.), gastrointestinal ulcer, stroke, ovarian cyst ruptured, endometriosis, urinary tract infection, hypothyroidism, asthma, diarrhea, subchorionic hemorrhage, hemoptysis, multigravida, parity 2, chest pain, transient ischemic attack, vaginal lesion, habitual abortion (spontaneous), methicillin-resistant staphylococcus aureus infection, pain menstrual, bleeding menstrual heavy, hiatal hernia, muscle weakness, balance difficulty, vomiting, cholesterol levels low, cervical cancer, cerebrovascular accident, kidney stones, multiple gastric ulcers, colonoscopy, acute sinusitis, sphenoid sinus operation, MRI brain, cough, shortness of breath, fever, pneumonia, x-ray of cervical spine normal, enlarged tonsils, partial edentulism, vulvovaginitis, vaginitis, bacterial infection, female genital organs x-ray, colitis, blood in stool, absence of menstruation and chronic gingivitis. On (B)(6) 2008, the hysterosalpingogram was performed and suggested that there has been successful occlusion. On (B)(6) 2016, transvaginal pelvic ultrasound showed essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound. 28-may-2009: pathologic diagnosis vagina, biopsy: benign squamous mucosa with mild epidermal hyperplasia and focal congestion. Microscopic description a histologic section from the vaginal biopsy demonstrates benign squamous epithelium with epidermal hyperplasia with focal papillomatosis. The papillary dermis shows dilated congested vessels. There is no evidence of dysplasia or malignancy in the tissue examined. Gross description the specimen is labeled "melissa nesbit, vaginal biopsy". Received in formalin is a 0.4 x 0.2 x 0.1 cm. Portion of smooth pink-tan tissue, submitted whole as a (B)(6) 2009:pregnancy examination or test, negative result (B)(6) 2011:radiology report procedure: us pelvis report: an ultrasound examination of the pelvic content was performed. History: pelvic pain. The patient has essure devices in place. She is gravida 8, para 2. Findings: the uterus measures 8.6 x 5.6 x 5.1 cm in size. The endometrium measures 8 mm in ap diameter. The uterus is ant everted. The right ovary measures 2.8 x 2.2 x 2.2 cm in size and the left ovary measures 4.2 x 3.1 x 2.1 cm in size. Vascular flow is seen to the ovaries and follicles are noted. Impression: the pelvic ultrasound is normal. (B)(6) 2016:findings: doppler ultrasound with arteriovenous imaging was obtained as well. Transvaginal ultrasound was obtained. The uterus is normal in size. It measures 8.6 x 3.3 x 5.6 cm. Endometrial stripe is normal, measuring 5 mm. There is no free fluid. Linear echogenic structure is seen in the left adnexal region that is likely the left-sided essure device. There is also an echogenic structure in the right uterine fundus, adnexal region, that is likely the right essure device. The essure devices are grossly normally positioned. The right ovary measures 3.4 x 2.4 x 1.5 cm. The left ovary measures 3.3 x 2.6 x 1.9 cm. There are normal follicles in the ovary. Arterial and venous imaging of the ovaries is performed. There is normal vascular flow to the ovaries impression: visualization of the essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound sonographic examination of the pelvis is performed by transabdominal and transvaginal route. Uterus measures 8.1 x 4.4 x 4.9 cm in size. Follicular cysts are seen in the left ovary. Left ovary measures 3.3 cm in length. Right ovary is not identified in this study. Intra or extra uterine mass or pregnancy is not seen. Endometrial thickness is approximately 6 mm. No pelvic pain or irregular bleeding and no foul odor. Previously administered products included for an unreported indication: iodine and depo provera. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included per vaginal bleeding since (B)(6) 2014, post-traumatic stress disorder since 2005, endometriosis, gas evolution in intestine, dizziness, nausea, heart attack, cellulitis, degenerative disc disease, lumbar pain, neurological disorder nos, thyroid mass, seasonal allergy, ulcerative colitis, bacterial infection, adnexa uteri cyst, bronchitis, vaginal bleeding, appendicitis, drug allergy (sulfa drugs, aleve, morphine, betadine, prozac, tape, z-pack, latex, and pcn,iodinated radiocontrast dyes, ai eve, aspirin, latex, lidocaine, morphine, nickle, norco, penicillin, povidone iodine topical, prozac, sulfa drugs, sulfamethoxazole, tape, tramadol, zithromax z-pak), contusion, abrasion, urinary incontinence, micturition urgency, dysfunctional uterine bleeding, hypokalemia, numbness, costochondritis, dysuria, intermittent fever (patient has had a temp as high as 101.2), gastroenteritis, shortness of breath, defecation disorder, cholecystitis, hepatitis, pancreatitis, esophageal erosion, bacterial vaginosis, folliculitis, eye pain, blurred vision, sore throat, pharyngitis, laryngitis, constipation, perineal pain, intracranial hemorrhage, smoker, blood pressure high, dermatitis, hyperventilation syndrome, palpitations, arrhythmia, bradycardia, sleep disturbance, seasonal allergy, upper respiratory infection, ovarian cyst, nickel sensitivity, visual impairment, tooth loss, right lower quadrant pain, jaw pain, reactive airways disease, hypoglycemia, flank pain, syncope, chronic kidney disease, kidney stones, giddiness, impetigo, pain in hip, intestinal malabsorption, weight loss, chronic diarrhea, inflammation, epigastric pain, feeling sad, frustration, menses irregular, body mass index normal, allergic reaction to analgesics, latex allergy, allergic reaction to analgesics (morphine allergy), penicillin allergy (sulfa drugs; sulfamethoxazole, tape; tramadol), benign essential hypertension, lumbar disc degeneration, nervous system disorder, dyssomnia, gastroesophageal reflux disease, hypertension, hypoglycemia, intestinal malabsorption, kidney stone, spondylitic myelopathy, ovarian cyst, pyoderma, vertigo, ulcerative colitis, ventricular contractions premature, osteoporosis, upper respiratory infection, arthralgia, venous insufficiency, lumbar facet arthrosis, drug allergy (latex, prozac, iodine, sulfa, morphine), hemorrhoids, tingling, tooth abscess, infection mrsa, lumbago, thyroid disorder, vitamin d deficiency, night sweats, lower abdominal pain, depression, menstrual disorder, gastrointestinal disorder, knee pain, genital hemorrhage, dyspareunia, gardnerella test positive, vaginal discharge, rheumatoid arthritis, diaphoresis, sore throat, sore tongue, general body pain, throat irritation, unable to swallow, vitamin deficiency, weakness, nausea, tobacco user, hematuria, burning micturition, increased urinary frequency, common cold, sweating, chest tightness (and pain), feeling hot, cold sweat, shoulder pain, muscle spasms (patient now having muscle spasms in the right shoulder blade area.), decreased appetite, influenza b virus infection, otitis media acute, seasonal allergy, pruritic rash, muscle ache, frequency urinary, bladder spasm, suprapubic pain, vaginal pain (with intercourse as well), cellulitis, normal delivery (live child), degenerative disc disease, hypoglycemia, syncope, hypoglycemia, appendectomy, menstrual disorder, seizure, irritable bowel syndrome, depression, tooth infection, blurred vision, myopia, right upper quadrant pain, irritable bowel syndrome, diarrhea, pain right upper quadrant, sinus bradycardia, sinus tachycardia, sinus arrhythmia, muscle fatigue, ischemic heart disease, urinary frequency, facial pain, toothache, facial pain, vaginal bleeding, chest wall pain, malaise, irritable bowel syndrome, vomiting, hypothyroidism, jaundice, disturbance of skin sensation, bacterial vaginosis, folliculitis, biopsy conjunctiva, corneal abrasion, perineal pain, pain in hip, thyroid disorder, dorsalgia, frequency urinary, vaginal lesion, hypoglycemia, lumbago, neurological disorder nos, nickel sensitivity, spasticity and lumbar spondylosis. Family history included cancer, diabetes mellitus, hemorrhage (nos), heart disease, unspecified and hypercholesterolemia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2008 to 2016 for birth control, loperamide hydrochloride (lomotil) from 2013 to 2017 for gastrointestinal pain, cyclobenzaprine for muscle disorder, levothyroxine sodium (synthroid) from 2015 to 2017 for thyroid disorder as well as alprazolam, alprazolam (xanax), antibacterials for systemic use, antibiotics, atenolol, atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (donnatal), azithromycin, calcium carbonate;colecalciferol;sodium, cefalexin (cephalexin), clindamycin, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl) from 2010 to 2016, eluxadoline (viberzi), ergocalciferol, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), ibuprofen, lansoprazole, levothyroxine, loperamide hydrochloride (imodium), mefenamic acid (ponstel), metronidazole, ondansetron, ondansetron (zofran), ondansetron hydrochloride, triamcinolone and triamcinolone. On an unknown date, the patient started cleocin [clindamycin hydrochloride] at an unspecified dose and frequency. On 15-aug-2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines"), 3 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced allergy to metals ("allergic to nickel or any other component of essure: broke out in rash") with rash, swelling and pain. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In 2009, the patient experienced fatigue ("profound fatigue"). In 2011, the patient experienced alopecia ("hair loss"). In january 2013, the patient experienced arthralgia ("hip pain"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("worsening depression"), headache ("headaches"), gastrointestinal pain ("bowel pain"), abdominal distension ("bowel swelling"), menorrhagia ("heavy periods"), dyspareunia ("painful sex"), urticaria ("hives and rashes"), dental caries ("dental decay"), vitamin d deficiency ("vitamin d deficiency"), anxiety ("anxiety / mental anguish"), post-traumatic stress disorder ("worsened ptsd"), stress ("worsened stress"), dysmenorrhoea ("pelvic, back and lower back pain worsened during cycle"), hemianaesthesia ("numbness on right side of face"), dizziness ("dizzy"), muscle strain ("muscle pulled") and osteochondritis ("osteochondritis"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), physical therapy and surgery (d&c). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, depression, gastrointestinal pain, abdominal distension, menorrhagia, dyspareunia, urticaria, dental caries, vitamin d deficiency, anxiety, post-traumatic stress disorder, stress, hemianaesthesia, dizziness, migraine, fatigue, alopecia, muscle strain and osteochondritis outcome was unknown and the pelvic pain, abdominal pain, headache, back pain, arthralgia, allergy to metals and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, hemianaesthesia, menorrhagia, migraine, muscle strain, osteochondritis, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress, urticaria and vitamin d deficiency to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes with essure in 2009 and 2011 captured under the cases 2017-237541 and 2017-237566 respectively. No complications during pregnancy and delivery. She does not allege that essure caused birth defects. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated psychiatric and/or psychological condition (anxiety, relationship problems, ptsd). She has been treating her anxiety, relationship problems and ptsd weekly since 2009. She did not have essure removed. She just discussed hysterectomy with her physician. One to two trailing coils bilaterally at the conclusion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Biopsy - on 06-sep-2016: benign duodenal mucosa with no specific pathologic change. Blood test - on an unknown date: results: nickel allergy. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: results: bleeding esophageal ulcer. Hysterosalpingogram - on (B)(6) 2008: results: successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain, pelvic inflammatory disease, hair loss, miscarriage, pregnancy with contraceptive device, nickel sensitivity, diarrhea., anxiety, upper respiratory infection, rash, headache, depression, painful intercourse, dizziness, irritable bowel, vitamin d deficiency, hip pain, dysmenorrhea, hemianaesthesia, headache, depression, hives, arthralgia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: muscle pulled concerning the injuries reported in this case, the following ones were reported via social media: numbness on right side of face and dizzy, weight loss, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media report received. Reporter added. On 23-mar-2020: social media content received: reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('persistent pelvic pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('unintended pregnancy on essure: positive test') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included cleocin [clindamycin hydrochloride]. Other product or product use issues identified: device ineffective "unintended pregnancy on essure: positive test" in 2013. The patient's medical history included appendectomy in 2011, laryngeal operation in 2011, pregnancy with contraceptive device (in 2009 and 2011.) In 2009, delivery on (B)(6) 2007, miscarriage in 2006, delivery on (B)(6) 2005, miscarriage in 2004, irritable bowel syndrome, acid reflux (oesophageal), endoscopy (endoscopy for acid reflux, ulcer and irritable bowel syndrome.), gastrointestinal ulcer, stroke, ovarian cyst ruptured, endometriosis, urinary tract infection, hypothyroidism, asthma, diarrhea, subchorionic hemorrhage, hemoptysis, multigravida, parity 2, chest pain, transient ischemic attack, vaginal lesion, habitual abortion (spontaneous), methicillin-resistant staphylococcus aureus infection, pain menstrual, bleeding menstrual heavy, hiatal hernia, muscle weakness, balance difficulty, vomiting, cholesterol levels low, cervical cancer, cerebrovascular accident, kidney stones, multiple gastric ulcers, colonoscopy, acute sinusitis, sphenoid sinus operation, MRI brain, cough, shortness of breath, fever, pneumonia, x-ray of cervical spine normal, enlarged tonsils, partial edentulism, vulvovaginitis, vaginitis, bacterial infection, female genital organs x-ray, colitis, blood in stool, absence of menstruation and chronic gingivitis. On (B)(6) 2008, the hysterosalpingogram was performed and suggested that there has been successful occlusion. On (B)(6) 2016, transvaginal pelvic ultrasound showed essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound. (B)(6) 2009: pathologic diagnosis vagina, biopsy: benign squamous mucosa with mild epidermal hyperplasia and focal congestion. Microscopic description a histologic section from the vaginal biopsy demonstrates benign squamous epithelium with epidermal hyperplasia with focal papillomatosis. The papillary dermis shows dilated congested vessels. There is no evidence of dysplasia or malignancy in the tissue examined. Gross description the specimen is labeled "melissa nesbit, vaginal biopsy". Received in formalin is a 0.4 x 0.2 x 0.1 cm. Portion of smooth pink-tan tissue, submitted whole as a (B)(6) 2009:pregnancy examination or test, negative result (B)(6) 2011:radiology report procedure: us pelvis report: an ultrasound examination of the pelvic content was performed. History: pelvic pain. The patient has essure devices in place. She is gravida 8, para 2. Findings: the uterus measures 8.6 x 5.6 x 5.1 cm in size. The endometrium measures 8 mm in ap diameter. The uterus is ant everted. The right ovary measures 2.8 x 2.2 x 2.2 cm in size and the left ovary measures 4.2 x 3.1 x 2.1 cm in size. Vascular flow is seen to the ovaries and follicles are noted. Impression: the pelvic ultrasound is normal. (B)(6) 2016:findings: doppler ultrasound with arteriovenous imaging was obtained as well. Transvaginal ultrasound was obtained. The uterus is normal in size. It measures 8.6 x 3.3 x 5.6 cm. Endometrial stripe is normal, measuring 5 mm. There is no free fluid. Linear echogenic structure is seen in the left adnexal region that is likely the left-sided essure device. There is also an echogenic structure in the right uterine fundus, adnexal region, that is likely the right essure device. The essure devices are grossly normally positioned. The right ovary measures 3.4 x 2.4 x 1.5 cm. The left ovary measures 3.3 x 2.6 x 1.9 cm. There are normal follicles in the ovary. Arterial and venous imaging of the ovaries is performed. There is normal vascular flow to the ovaries impression: visualization of the essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound sonographic examination of the pelvis is performed by transabdominal and transvaginal route. Uterus measures 8.1 x 4.4 x 4.9 cm in size. Follicular cysts are seen in the left ovary. Left ovary measures 3.3 cm in length. Right ovary is not identified in this study. Intra or extra uterine mass or pregnancy is not seen. Endometrial thickness is approximately 6 mm. No pelvic pain or irregular bleeding and no foul odor. Previously administered products included for an unreported indication: iodine and depo provera. Past adverse reactions to the above products included hypersensitivity with iodine. Concurrent conditions included per vaginal bleeding since (B)(6) 2014, post-traumatic stress disorder since 2005, endometriosis, gas evolution in intestine, dizziness, nausea, heart attack, cellulitis, degenerative disc disease, lumbar pain, neurological disorder nos, thyroid mass, seasonal allergy, ulcerative colitis, bacterial infection, adnexa uteri cyst, bronchitis, vaginal bleeding, appendicitis, drug allergy (sulfa drugs, aleve, morphine, betadine, prozac, tape, z-pack, latex, and pcn,iodinated radiocontrast dyes, ai eve, aspirin, latex, lidocaine, morphine, nickle, norco, penicillin, povidone iodine topical, prozac, sulfa drugs, sulfamethoxazole, tape, tramadol, zithromax z-pak), contusion, abrasion, urinary incontinence, micturition urgency, dysfunctional uterine bleeding, hypokalemia, numbness, costochondritis, dysuria, intermittent fever (patient has had a temp as high as 101.2), gastroenteritis, shortness of breath, defecation disorder, cholecystitis, hepatitis, pancreatitis, esophageal erosion, bacterial vaginosis, folliculitis, eye pain, blurred vision, sore throat, pharyngitis, laryngitis, constipation, perineal pain, intracranial hemorrhage, smoker, blood pressure high, dermatitis, hyperventilation syndrome, palpitations, arrhythmia, bradycardia, sleep disturbance, seasonal allergy, upper respiratory infection, ovarian cyst, nickel sensitivity, visual impairment, tooth loss, right lower quadrant pain, jaw pain, reactive airways disease, hypoglycemia, flank pain, syncope, chronic kidney disease, kidney stones, giddiness, impetigo, pain in hip, intestinal malabsorption, weight loss, chronic diarrhea, inflammation, epigastric pain, feeling sad, frustration, menses irregular, body mass index normal, allergic reaction to analgesics, latex allergy, allergic reaction to analgesics (morphine allergy), penicillin allergy (sulfa drugs; sulfamethoxazole, tape; tramadol), benign essential hypertension, lumbar disc degeneration, nervous system disorder, dyssomnia, gastroesophageal reflux disease, hypertension, hypoglycemia, intestinal malabsorption, kidney stone, spondylitic myelopathy, ovarian cyst, pyoderma, vertigo, ulcerative colitis, ventricular contractions premature, osteoporosis, upper respiratory infection, arthralgia, venous insufficiency, lumbar facet arthrosis, drug allergy (latex, prozac, iodine, sulfa, morphine), hemorrhoids, tingling, tooth abscess, infection mrsa, lumbago, thyroid disorder, vitamin d deficiency, night sweats, lower abdominal pain, depression, menstrual disorder, gastrointestinal disorder, knee pain, genital hemorrhage, dyspareunia, gardnerella test positive, vaginal discharge, rheumatoid arthritis, diaphoresis, sore throat, sore tongue, general body pain, throat irritation, unable to swallow, vitamin deficiency, weakness, nausea, tobacco user, hematuria, burning micturition, increased urinary frequency, common cold, sweating, chest tightness (and pain), feeling hot, cold sweat, shoulder pain, muscle spasms (patient now having muscle spasms in the right shoulder blade area.), decreased appetite, influenza b virus infection, otitis media acute, seasonal allergy, pruritic rash, muscle ache, frequency urinary, bladder spasm, suprapubic pain, vaginal pain (with intercourse as well), cellulitis, normal delivery (live child), degenerative disc disease, hypoglycemia, syncope, hypoglycemia, appendectomy, menstrual disorder, seizure, irritable bowel syndrome, depression, tooth infection, blurred vision, myopia, right upper quadrant pain, irritable bowel syndrome, diarrhea, pain right upper quadrant, sinus bradycardia, sinus tachycardia, sinus arrhythmia, muscle fatigue, ischemic heart disease, urinary frequency, facial pain, toothache, facial pain, vaginal bleeding, chest wall pain, malaise, irritable bowel syndrome, vomiting, hypothyroidism, jaundice, disturbance of skin sensation, bacterial vaginosis, folliculitis, biopsy conjunctiva, corneal abrasion, perineal pain, pain in hip, thyroid disorder, dorsalgia, frequency urinary, vaginal lesion, hypoglycemia, lumbago, neurological disorder nos, nickel sensitivity, spasticity and lumbar spondylosis. Family history included cancer, diabetes mellitus, hemorrhage (nos), heart disease, unspecified and hypercholesterolemia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2008 to 2016 for birth control, loperamide hydrochloride (lomotil) from 2013 to 2017 for gastrointestinal pain, cyclobenzaprine for muscle disorder, levothyroxine sodium (synthroid) from 2015 to 2017 for thyroid disorder as well as alprazolam, alprazolam (xanax), antibacterials for systemic use, antibiotics, atenolol, atropine sulfate;hyoscine hydrobromide;hyoscyamine sulfate;phenobarbital (donnatal), azithromycin, calcium carbonate;colecalciferol;sodium, cefalexin (cephalexin), clindamycin, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl) from 2010 to 2016, eluxadoline (viberzi), ergocalciferol, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), ibuprofen, lansoprazole, levothyroxine, loperamide hydrochloride (imodium), mefenamic acid (ponstel), metronidazole, ondansetron, ondansetron (zofran), ondansetron hydrochloride, triamcinolone and triamcinolone. On an unknown date, the patient started cleocin [clindamycin hydrochloride] at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines"), 3 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced allergy to metals ("allergic to nickel or any other component of essure: broke out in rash") with rash, swelling and pain. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In 2009, the patient experienced fatigue ("profound fatigue"). In 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced arthralgia ("hip pain"). On (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("worsening depression"), headache ("headaches"), gastrointestinal pain ("bowel pain"), abdominal distension ("bowel swelling"), menorrhagia ("heavy periods"), dyspareunia ("painful sex"), urticaria ("hives and rashes"), dental caries ("dental decay"), vitamin d deficiency ("vitamin d deficiency"), anxiety ("anxiety / mental anguish"), post-traumatic stress disorder ("worsened ptsd"), stress ("worsened stress"), dysmenorrhoea ("pelvic, back and lower back pain worsened during cycle"), hemianaesthesia ("numbness on right side of face"), dizziness ("dizzy"), muscle strain ("muscle pulled") and osteochondritis ("osteochondritis"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), physical therapy and surgery (d&c). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, depression, gastrointestinal pain, abdominal distension, menorrhagia, dyspareunia, urticaria, dental caries, vitamin d deficiency, anxiety, post-traumatic stress disorder, stress, hemianaesthesia, dizziness, migraine, fatigue, alopecia, muscle strain and osteochondritis outcome was unknown and the pelvic pain, abdominal pain, headache, back pain, arthralgia, allergy to metals and dysmenorrhoea had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, hemianaesthesia, menorrhagia, migraine, muscle strain, osteochondritis, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress, urticaria and vitamin d deficiency to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes with essure in 2009 and 2011 captured under the cases (B)(4). Respectively. No complications during pregnancy and delivery. She does not allege that essure caused birth defects. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated psychiatric and/or psychological condition (anxiety, relationship problems, ptsd). She has been treating her anxiety, relationship problems and ptsd weekly since 2009. She did not have essure removed. She just discussed hysterectomy with her physician. One to two trailing coils bilaterally at the conclusion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Biopsy - on (B)(6) 2016: benign duodenal mucosa with no specific pathologic change. Blood test - on an unknown date: results: nickel allergy. Endoscopy upper gastrointestinal tract - on (B)(6) 2015: results: bleeding esophageal ulcer. Hysterosalpingogram - on (B)(6) 2008: results: successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain, pelvic inflammatory disease, hair loss, miscarriage, pregnancy with contraceptive device, nickel sensitivity, diarrhea., anxiety, upper respiratory infection, rash, headache, depression, painful intercourse, dizziness, irritable bowel, vitamin d deficiency, hip pain, dysmenorrhea, hemianaesthesia, headache, depression, hives, arthralgia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: muscle pulled concerning the injuries reported in this case, the following ones were reported via social media: numbness on right side of face and dizzy, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added.event: muscle pulled and osteochondritis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("unintended pregnancy on essure: positive test") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy on essure: positive test" in 2013. The patient's past medical history included delivery on (B)(6) 2005, delivery on (B)(6) 2007, miscarriage in 2004, irritable bowel syndrome, miscarriage in 2006, acid reflux (oesophageal), endoscopy (endoscopy for acid reflux, ulcer and irritable bowel syndrome.), gastrointestinal ulcer nos and stroke. Concurrent conditions included post-traumatic stress disorder since 2005 and endometriosis. Concomitant products included cilest (ortho tri-cyclen) in 2008 for birth control, diphenoxylate hydrochloride (lomotil) in 2013 for gastrointestinal pain, cyclobenzaprine for muscle disorder and levothyroxine sodium (synthroid) in 2015 for thyroid disorder. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("allergic to nickel or any other component of essure: broke out in rash") with rash, swelling and pain. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced arthralgia ("hip pain"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), depression ("worsening depression"), headache ("headaches"), gastrointestinal pain ("bowel pain"), abdominal distension ("bowel swelling"), menorrhagia ("heavy periods"), dyspareunia ("painful sex"), urticaria ("hives and rashes"), dental caries ("dental decay"), vitamin d deficiency ("vitamin d deficiency"), anxiety ("anxiety / mental anguish"), post-traumatic stress disorder ("worsened ptsd"), stress ("worsened stress"), dysmenorrhoea ("pelvic, back and lower back pain worsened during cycle"), hemianaesthesia ("numbness on right side of face") and dizziness ("dizzy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with vicodin (norco), surgery (d&c) and physical therapy. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, headache, back pain, arthralgia, allergy to metals and dysmenorrhoea had not resolved and the abortion spontaneous, pregnancy with contraceptive device, depression, gastrointestinal pain, abdominal distension, menorrhagia, dyspareunia, urticaria, dental caries, vitamin d deficiency, anxiety, post-traumatic stress disorder, stress, hemianaesthesia and dizziness outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, anxiety, arthralgia, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, gastrointestinal pain, headache, hemianaesthesia, menorrhagia, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress, urticaria and vitamin d deficiency to be related to essure (ess205). The reporter commented: no complications during pregnancy and delivery. She does not allege that essure caused birth defects. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated psychiatric and/or psychological condition (anxiety, relationship problems, ptsd). She has been treating her anxiety, relationship problems and ptsd weekly since 2009. She did not have essure removed. She just discussed hysterectomy with her physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Blood test - on an unknown date: nickel allergy. On (B)(6) 2008, the hysterosalpingogram was performed and suggested that there has been successful occlusion. On (B)(6) 2016, transvaginal pelvic ultrasound showed essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: numbness on right side of face and dizzy. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: reporters were added. Events added from social media chat: numbness on right side of face and dizzy. Incident: no lot number or sample available for investigation. There is no evidence that device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("unintended pregnancy on essure: positive test") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy on essure: positive test" in 2013. The patient's past medical history included delivery on (B)(6), delivery on (B)(6), miscarriage in 2004, irritable bowel syndrome, miscarriage in 2006, acid reflux (oesophageal), endoscopy (endoscopy for acid reflux, ulcer and irritable bowel syndrome.) And gastrointestinal ulcer nos. Concurrent conditions included post-traumatic stress disorder since 2005 and endometriosis. Concomitant products included cilest (ortho tri-cyclen) in 2008 for birth control, diphenoxylate hydrochloride (lomotil) in 2013 for gastrointestinal pain, cyclobenzaprine for muscle disorder and levothyroxine sodium (synthroid) in 2015 for thyroid disorder. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("allergic to nickel or any other component of essure: broke out in rash") with rash, swelling and pain. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced arthralgia ("hip pain"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), depression ("worsening depression"), headache ("headaches"), gastrointestinal pain ("bowel pain"), abdominal distension ("bowel swelling"), menorrhagia ("heavy periods"), dyspareunia ("painful sex"), urticaria ("hives and rashes"), dental caries ("dental decay"), vitamin d deficiency ("vitamin d deficiency"), anxiety ("anxiety / mental anguish"), post-traumatic stress disorder ("worsened ptsd"), stress ("worsened stress") and dysmenorrhoea ("pelvic, back and lower back pain worsened during cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with vicodin (norco), surgery (d&c) and physical therapy. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, headache, back pain, arthralgia, allergy to metals and dysmenorrhoea had not resolved and the abortion spontaneous, pregnancy with contraceptive device, depression, gastrointestinal pain, abdominal distension, menorrhagia, dyspareunia, urticaria, dental caries, vitamin d deficiency, anxiety, post-traumatic stress disorder and stress outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, gastrointestinal pain, headache, menorrhagia, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress, urticaria and vitamin d deficiency to be related to essure (ess205). The reporter commented: no complications during pregnancy and delivery. She does not allege that essure caused birth defects. She did claim about allergic to nickel or any other component of essure, she experienced a hypersensitivity reaction to nickel or any other component of essure. She claimed that use of essure caused or aggravated psychiatric and/or psychological condition (anxiety, relationship problems, ptsd). She has been treating her anxiety, relationship problems and ptsd weekly since 2009. She did not have essure removed. She just discussed hysterectomy with her physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Blood test - on an unknown date: nickel allergy on (B)(6) 2008, the hysterosalpingogram was performed and suggested that there has been successful occlusion. On (B)(6) 2016, transvaginal pelvic ultrasound showed essure devices shows them in appropriate position. Functional occlusion of the tubes is not assessed on ultrasound concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.